Event description:
Boston scientific received information that that the patient experienced pain at the clavicle and an electrical current feeling in the arm. Insulation damage was confirmed resulting in low impedance measurements and high threshold measurements. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
It is unknown if the lead was explanted or surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was indicated that this lead was replaced. No adverse patient effects were reported as a result of the procedure.